Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers nurse reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 at 11.00 am. The customer blood glucose level was 325mg/dl. The customer was treated with insulin drip. Customer stated cannula was bent. The device will be returned for analysis.